Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, an error related to screen was observed. The device's lcd display needs to be replaced to address the issue.